Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our puerto rican affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, after alignment, when trying to reach the annulus, they were unable to cross the native valve despite the low amount of calcification. After several attempts, the devices were removed without issue, and a second kit was opened. A new esheath+ was inserted and this time a bav was performed to pre-dilate the native valve. The commander + valve were then advanced with no difficulties. The valve was able to cross the native valve and was successfully deployed. The devices were removed as usual without any difficulties or resistance. Upon the removal of the second esheath+, something unusual was observed in the distal part, which was confirmed to be a distal tip split during pre-decontamination. The patient did not suffer any injuries during the procedure and was noted as to be stable.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. Imagery was provided and the following was observed: calcification and tortuosity observed at the access vessels. Liner partially delaminated and distal tip split. The returned devices were visually examined, and the following was observed: liner expanded. Distal tip opened but split. Liner partially delaminated 3cm in length from distal tip. The esheath+ introducer set and commander with sapien 3 ultra resilia and esheath+ IFU's were reviewed. Warnings include, 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions note, 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set', 'do not use the edwards esheath+ introducer set if the packaging sterile barriers and any components have been opened or damaged', 'when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position', and 'when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for sheath distal tip split was confirmed per the evaluation of returned device. No manufacturing non-conformances were identified during the evaluation. DHR and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.